Manufacturer narrative:
The device is expected to be returned for testing and investigation. It has not been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical engineering department with a report of "IV pump shutdown stop infusing heparin without notifying the staff." No specific pt info, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain additional info including if there were any adverse pt effects, if there was a delay in therapy critical to this pt, and if any medical interventions were required.